Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, after seven firings the user was unable to open the device and change reload. No further information is known at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Corrected data: event date: (B)(6) 2016. Additional information requested but unavailable: can you please assist us with the complaint record as we noticed a discrepancy in the device lot number that was reported between the customer email and the completed complaint form you submitted. The device lot number from the customer states n91u3e. The lot number you reported on the complaint form is n9143e. The lot number was reviewed and the originally reported lot number of n91u3e from the customer does correlate to a plee60a device. The lot number you reported does not correlate to a plee60a device. Can you please confirm if the lot number you have included on your complaint form was incorrect the analysis found that one plee60a device was returned with no apparent damage and with one gst60b cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no protocols or ncr related to the complaint were found during the manufacturing process.